Event description:
This patient was admitted to the hospital with an acute myocardial infarction (mi). The patient was urgently taken to the cardiac cath lab where coronary angiography revealed single-vessel disease of the mid left anterior descending artery (mid lad). Following deployment of the cypher stent, the physician noted dissections both proximal and distal to the device. This was successfully treated with the placement of two taxus stents. The patient was discharged from the hospital 4 days later.